Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG fault 7" message. Complainant alleged that during subsequent testing, the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "ECG fault 7" was not observed; however, "ECG fault 3" messages and device not being able to discharge as a result were observed and confirmed. Though the message as stated by the customer was not observed, the message that was observed was identified to the ECG shield located on the analog board and related to the customer's complaint. Analysis of reports of this type has not identified an increase in trend.